Event description:
It was reported the leads did not stay in place, and the device system was explanted. After "several implants" the patient did not want to re-implant when the lead moved again. The reporter said the patient was told everything was removed during the explant, but an x-ray was taken showing the patient still had "wires in her body." It was unclear what the wires were from. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3889-28, lot# v185453, implanted: 2009 (B)(6). Programmer: model 3037, serial# (B)(4).